Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 442 mg/dl and 124 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. According to the memory log of the returned meter the values of 442 mg/dl and 124 mg/dl which the customer had stated he had received was found in 2008.